Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient suffered a head trauma and the hearing performance has been affected since then. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact, appears likely. An impact is mentioned in the recipient's report; however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is scheduled for (B)(6)2018.

Event description:
The recipient suffered a head trauma and the hearing performance is affected since then. Re-implantation is scheduled for (B)(6)2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered from a head trauma, the hearing performance was affected since then. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact, appears likely. An impact is mentioned in the recipient's report; however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The recipient suffered a head trauma and the hearing performance has been affected since then. The recipient was re-implanted.